Manufacturer narrative:
Product event summary: the data files and pscc100 catheter of lot number 0012522158 was returned and analyzed. A log file was received on the reported event date. The log file showed error code 2000 (catheter electrical current error) on reported event date using the catheter identified as pscc100 catheter of lot number 0012522158. The inverted array issue could not be assessed through the data files. Visual inspection was carried out. No anomalies were identified during external visual inspection of the handle segment. During external visual inspection of the array and shaft segment on the spiral array segment, inverted array was observed. On the shaft segment, a kink was observed on the shaft at 1.75 inches from the handle nose. The pcba chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the steering/deflection issue was not conformed. The catheter failed the return product inspection due to a shaft kink and inverted spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a generator overcurrent error was received. There was difficulty positioning the catheter to achieve appropriate tissue contact. The catheter array did not re-deploy in the appropriate shape and was removed. The catheter array was inverted and kinked. The catheter was replaced which resolved the issue.  The case was completed with pulsed field ablation.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.